Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked at display window corners and minor scratches on lcd window. No traces of moisture was noted at electronic or motor assemblies per visual inspection.

Event description:
It was reported that the customer exposed the insulin pump to water. The customer's blood glucose level was 184 mg/dl. Insulin pump will be replaced. No additional information provided.